Event description:
Boston scientific received information that during a follow up visit, these right ventricular (rv) and right atrial (ra) leads revealed high out of range pacing impedances and no pacing. A chest x-ray was performed and revealed complete lead fractures on both leads. The position of the break did not suggest clavicular crush; rather, fractures were noted in both leads a number of millimeters down from the header, at the point where the leads were wound around the device in the pocket. The break occurred in the exact same position on both leads, as they sat parallel to each other. There was no issue with the device or the header. In addition, no patient related explanations such as excessive activity or falls could be related to the fractured leads. A revision procedure was performed; the decision was made to surgically abandon both of the leads as the vessel was thrombosed. The device was moved to the right side and implanted with two competitor leads. The procedure was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned leads were not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.